Manufacturer narrative:
On 02/06/2017: follow up with tandem technical services, the customer stated had changed out the insulin and used new supplies. The customer stated that the cause of the high blood glucose level was due to the insulin and that their blood glucose level returned back to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting, the customer reported that there the insulin was dripping slowly from the infusion set tubing and at the cartridge lure lock. Additionally, the customer reported experiencing high blood glucose levels of 311- 410 mg/dl which was addressed with a bolus. Reportedly, the customer reported there was a possibility that the insulin may be expired or exposed to extreme conditions.